Event description:
In 2008, the lay-user/patient and lay-suer/reporter contacted lifescan alleging that a one touch basic meter had read inaccurately high. It is not know when the alleged meter issue first started. The reporter provided blood glucose readings of "270 or 280 mg/dl" from the alleged meter and "98 mg/dl" from another meter taken with 10-30 mins apart from each other. The patient reported an actual result of "398 mg/dl". According to the reporter, the patient developed symptoms of feeling very dizzy before the reported meter issue began. As a result of the alleged meter issue, the patient administered self-care by taking his usual dosages of medications. The patient took a glucotrol tablet and a glucophage (1000 mg) tablet. It is not clear if the patient took any other medications during the time of concern. However, the patient claimed that he suffered from "insulin shock". The patient received assistance from an unidentified non-health care professional. The patient drank orange juice. It would have been helpful to know the following info: the patient's testing frequency, his medication and diabetes mgmt regimen, if the patient made any changes to the regimens because of the alleged issue, and what date/time the reported meter issue started. In addition, it would have been helpful to know what date/time the symptoms developed, what actions the patient took before and during the time he was symptomatic, and when the reported meter results were obtained. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the meter read inaccurately high and that he suffered "insulin shock". It is not clear, however, when the "insulin shock" occurred in relation to when the reported meter results were obtained and when the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.